Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # 642c60. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device (b) was returned with the anvil slightly bent upwards, with a battery pack, and with a gst60d reload loaded on the device. The reload was received fully fired. Upon visual inspection, the manual override door was noted to be out of position. The device was disassembled to verify the condition of the internal components and the frame bailout was noted damaged due to interaction with the bailout pawl. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No further functional test could be performed due to the condition of the device. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the frame bailout to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 642c60, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Manual override was used. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezed the closing trigger while simultaneously depressing the anvil release button; pressed home button; removed, flipped and re-insert battery; manual override.

Event description:
It was reported that during a single lap gastric sleeve. Device during third firing, stapler cut and stapled but locked out. The device would not open or straighten back to the home position. Manual override had to be used. Another stapler was used to complete the rest of the case without patient harm.